Manufacturer narrative:
The patient's lungs were assessed and found to have bilaterally course breath sounds with a loose cough. No official cause of death was listed in the medical records received. It is unknown if the patient was pacemaker dependent and if a autopsy was performed. Cause of death was requested and not received. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): a segment of the lead was returned and analysis is not possible because the segment was inadvertently sent to a competitor. The save to disk information was reviewed, however little information was available because the detection were not turned off immediately after the patient's death so some of the data prior to death was over written ., the available data did not show readings consistent with lead failure prior to the date of death. Noise was observed beginning the (B)(6) 2009 which is also the day of death. No elevated ventricular short interval counts were observed prior to this date. Oversensing was observed on the day of death as well. Five of the episodes were less than 220ms and seven were greater than 220ms. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The patient's lungs were assessed and found to have bilaterally course breath sounds with a loose cough. No official cause of death was listed in the medical records received. It is unknown if the patient was pacemaker dependent and if a autopsy was performed. Cause of death was requested and not received. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. Analysis of the lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) and lead were returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately six months post the implant of the crt-d system. Additional information obtained through follow up revealed that the patient was admitted to the hospital six weeks prior to the day of death for anemia, weakness, and bloody stool. The patient became septic and had e-coli pneumonia and respiratory failure requiring intubation and hospitalization for five weeks. The patient entered a skilled nursing facility for wound care, physical and occupational therapy. On the morning of the day of death the patient was found unresponsive by the nutritionist and pronounced dead by medical staff. The last time the patient was seen alive was approximately two hours before found unresponsive and was fed only a few sips of thickened juice.

Event description:
Asku